Event description:
Patient presented to the physician with swelling extending from the chest incision site to the neck incision site following a sunburn. Physician prescribed antibiotics. Despite this intervention, the patient later presented to the emergency department with continued swelling. Evaluation led to a diagnosis of cellulitis. The ER physician admitted the patient and placed them on IV antibiotics. A CT scan was also done, which revealed the patient had developed a pulmonary embolism. Physician brought the patient into the or and observed purulent discharge from both the chest and neck incision sites. Physician removed the entire inspire system, irrigated both incision sites with antibiotic solution, surgical drains were placed, and the wounds were closed. Antibiotics and anticoagulants were prescribed after the procedure.